Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated.. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The non totally occluded target lesion was located in a coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced but significant resistance was encountered. The device was removed and it was noted that the stent got deformed. The procedure was completed with another 3x24mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The non totally occluded target lesion was located in a coronary artery. A 3.00x24mm promus element ¿ drug-eluting stent was advanced but significant resistance was encountered. The device was removed and it was noted that the stent got deformed. The procedure was completed with another 3x24mm promus element ¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.